Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) has been returned to zoll manufacturing corporation and evaluation is currently underway. Electrode belt sn (B)(4) has not yet been recovered from the field. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor reported that a (B)(6) patient passed away on (B)(6) while wearing the lifevest. Prior to passing, the patient received three inappropriate treatment shocks. It was reported that the death was cardiac-related and that the patient was in a senior living facility. Ems had been called and CPR was initiated. CPR artifact can be seen on the patient's continuous ECG recording starting at 19:52:19 and up until the time of the first treatment at 19:57:05, which is consistent with reports of resuscitation by emergency personnel. Between 19:57:05 and 20:03:14 the patient received three treatments. The patient's rhythm at the time of the treatments is unknown as the rhythm was obscured by either CPR or motion artifact. In addition, pacemaker spikes can be seen throughout the ECG recording. The post-shock rhythm of the first shock was severe bradycardia at 10 bpm. The post-shock rhythm of the second shock was asystole with intermittent cardiac activity. Following the third and final shock the patient's rhythm was asystole with intermittent cardiac activity. Further monitoring was not possible, as the electrode belt was disconnected 22 seconds after the final shock. The patient later passed away. Bradycardia and asystole are considered non-treatable rhythms by the lifevest.